Event description:
It was reported that the subject device displayed colors like pink and purple on the image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken, therefore the image is purple. A definitive root cause could not be identified for the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed colors like pink and purple on the image. There were no reports of patient harm.